Event description:
Customer reported an issue with the panorama central station's ambulatory telepacks, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit verified correct operation on two telepacks and replaced the third telepack. All checks within factory specifications.